Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was repositioned due to patient discomfort with the original implant position. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a health care professional (hcp) contacted technical services (ts) to inquire how to program the smartpass feature back on as it was noted to have disabled. Technical services (ts) discussed how to program the feature back on. The hcp noted that the patient had underwent a pocket revision on an unspecified date and indicated the revision was due to the large size of the device. The device remains in service. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.